Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. [Name removed] called and has 4 boxes with lot numbers that begin with 456 and 437 bought in last few weeks, he did not have entire lot number available. They failed pt circuit calibration.

Manufacturer narrative:
(B)(4). The alleged faulty cap/diaphragms were not returned in their original package therefore, the carefusion failure analysis lab was not able to determine if they were from lot# 0000456327. The carefusion failure analysis lab visually inspected the returned cap/diaphragms and identified they are associated with the known cap/diaphragm issue, thus no add'l investigation/eval is required. Carefusion has initiated a supplier's corrective action request (scar) to the supplier of the cap/diaphragm assembly as a part of our corrective and preventive action system to address this issue. Carefusion has conducted a risk assessment related to this issue and has determined the risk to be as low as reasonably practicable (alarp). A separate manufacture medwatch report will be submitted for catalog # 766895. Reference MFR report # 2021710-2012-00099.